Event description:
It was reported "after insertion of the catheter, when the user flushed with heparin-saline, leak occurred from the insertion site. Therefore, the catheter was removed and replaced with a new kit to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen 5fr x 55cm PICC catheter, which does not match the reported catheter dimensions (2-lumen 5fr x 40cm). The customer was contacted to determine why the returned does not match the reported product code; however, they did not provide a response. It is unknown if the wrong device was returned or if the wrong finished good was reported. Visual analysis revealed signs of use in the form of biological material inside the catheter. It was noted that a section of the catheter body was severed and not returned for analysis. Visual and microscopic examination did not reveal any holes, leaks, or blockages on any portion of the returned catheter. A lab inventory syringe filled with water was attached to both extension lines and flushed. No leaks or backflow were observed, and the water exited the respective exit points at the severed end. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000078 rev.35) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The extension lines were connected individually to a leak tester and pressurized to 300kpa for 30 seconds with the distal end occluded. No catheter backflow or leaks were detected from any portion of the catheter. Based on this testing, the customer issue could not be reproduced with the returned sample. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. A device history record review was performed on the reported finished good, and no relevant findings were identified. The IFU provided with the kit, informs the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of an insertion site leak could not be confirmed through complaint investigation. Visual analysis revealed that the dimensions on the returned does not match the dimensions of the reported. Therefore, a full dimensional analysis cannot be performed. Aside from this, no visual or functional defects or anomalies were noted and no leaks were observed during leak testing of the returned catheter performed per iso 10555-1. A device history record review was performed on the reported finished good, and no relevant findings were identified. No problem was found on the returned device; however, based on the customer report and the sample received, the root cause cannot be determined as the discrepancy with the returned sample versus the reported sample cannot be clarified. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported "after insertion of the catheter, when the user flushed with heparin-saline, leak occurred from the insertion site. Therefore, the catheter was removed and replaced with a new kit to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".